Event description:
It was reported that physician was performing a dilatation and stenting of intracranial stenosis. During inflation with contrast medium and saline fluid the physician noticed that the balloon was damaged. The system was removed and the physician finished the procedure with another similar catheter successfully. There was no allegation of harm.

Manufacturer narrative:
The device in question has been returned to boston scientific for technical analysis, however, the investigation is on-going. Boston scientific cannot conclusively determine the cause of the user's experience at this time. The precautions section in the directions for use (dfu) for this product family states "if difficulty is experienced during balloon inflation, do not continue; remove the device and do not attempt to use it. Select another device".